Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. Prior to the procedure, it was noted that the left ventricular- lv lead exhibited high capture threshold. The lv lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.